Event description:
It was reported that after a trial procedure, the pt had bleeding during bowel movements. Per examination, hypertrophic tissue was found at the staple line and was causing irritation/bleeding during bowel movements. A second procedure was performed to excise the tissue at the staple line. The pt is currently doing fine with no sequelae.

Manufacturer narrative:
Device is unavailable, device was not returned for eval.